Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closures of the right common femoral artery and right common femoral vein artery were attempted using proglide devices with a 6f sheaths after an interventional right and left heart catheterization procedure. Reportedly, at the right common femoral artery, a suture break occurred during suture harvesting. Another proglide device was inserted into the patient anatomy and the device did not ¿feel right¿. The proglide device was removed and manual compression was applied to achieve hemostasis. Reportedly at the right common femoral vein the proglide device was inserted into the patient anatomy and the device did not ¿feel right¿. The proglide device was removed and manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was confirmed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.